Event description:
Customer reported with an issue of "bite around 50cm of the insertion tube (with air leak)' . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the illumination lens (lightning lens) adhesive is peeling off. This report is being submitted for the peeling of the adhesive of the lightning lens ( there is a gap in the glued end, dirt has entered the lens through the gap which was found during device evaluation.

Manufacturer narrative:
Device evaluation and inspection , service repair noted the watertightness is not maintained due to holes in the insertion tube. The customer reported issue could be confirmed. In addition, inspection of the device found the illumination lens (lightning lens) adhesive was found peeling off, flare occurs due to scratches on the objective lens. The flexible tube of the insertion section found crushed due to external factors. Furthermore, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. The curved rubber adhesive is missing. Scratches are found on the operation part due to external factors. Scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the switch box due to external factors. The suction cylinder is scraped due to external factors. Scratches on the operation unit cover due to external factors are observed. There are scratches on the u/d knob due to external factors. There are scratches on the ud angle fixing lever due to external factors. Scratches are found on the r/l knob due to external factors. Scratches are found on the grip due to external factors. The forceps plug cap has been scraped off due to external factors. Scratches are found on the universal cord due to external factors. Scratches on the scope connector side of the universal cord due to external factors water coverage invasion noted on the electrical connector. Scratches are found on the scope connector due to external factors. There are scratches on the rl angle fixing knob due to external factors. The scope connector label is peeling off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.